Manufacturer narrative:
Continued e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured implant".

Event description:
Healthcare professional reported "ruptured implant". This record is for the unknown-side. Device remains implanted.

Event description:
Healthcare professional reported, "ruptured implant". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, "ruptured implant". This record is for the left side. Device has been explanted.